Event description:
It was reported that during a kyphoplasty procedure, the balloon broke when it was inflated in the vertebrae. The procedure was completed with a new product. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: analysis of the returned device shows that during visual analysis, no problem was detected. The shape of the balloon indicates that it was inflated at least one time. The blood indicates that it has been used in surgery. During functional analysis, it was not more possible to inflate the balloon due to a hole or leak. Further analysis confirmed the presence of a hole on the distal peak of the balloon. Based on the information provided, visual and functional analysis, the most probable root cause of the hole in the balloon is attributed to the contact of the balloon with bone splinter during surgery.